Event description:
During the device use in a cardiac event, it was reported that it prompted "continue CPR" and powered off. Customer was responding to a (B) (6) male patient in poor physical health. The device was reported to show a coarse ventricular fibrillation rhythm on the screen, and advise a defibrillation shock but gave the "continue CPR" message. The user informed that the device did not give the "replace battery" alert before turning off. Subsequently (delay unknown), an ambulance crew arrived and connected the patient to another defibrillator. The patient did not survive the cardiac event. There were no further details on the event and/or patient provided. A clinical review of the reported event by physio-control determined that the device use may have contributed to the patient's outcome, as defibrillation was needed, but provision of defibrillation was delayed greater than 30 seconds.

Manufacturer narrative:
(B) (4): physio-control's initial device inspection with known other good battery was not able to verify the reported failure. However, physio is anticipating the device return to the manufacturing facility and continues to investigate the reported failure. Physio-control will submit a supplemental report on this event to the FDA as provided by (B) (4)